Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the surgeon was using the instrument for dissection at the start of the case when the disposable stopped working. Nurses changed the hand piece and the generator and the problem still occurred. Nurse then changed a new disposable for the surgeon. It was then noticed that the active blade for the original disposable had broken off. There were no adverse consequences for the patient.